Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was reported to the physician. The initial result was <0.46mg/dl with a data flag with a repeat result of 2.14 mg/dl. The reagent lot number is 603578 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The level 1 qc was within the specified range. The field service engineer (fse) noted that there were visible gel particles attached to the sample probe. He then cleaned the probe. He performed a sample probe wash and an air purge. He noted that the sample gel tubes were not of good quality. The sample was rerun after service and the result was 2.14 mg/dl. The investigation determined that the reagent was performing within specifications. The investigation determined the event was due to the clogged sample probe, a maintenance issue and a preanalytic issue. After service, no further issues were reported by the customer.